Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3389s-40 lot# v879929, implanted: 2012 (B)(6), product type lead product ID, 3389s-40 lot# v879929, implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
Additional information indicated that the patient did not have concerns with his device or therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, there was weakness on the right side and numbness on the left side. It was also noted, the patient lost control of their bladder. The symptoms started after a fall down stairs a little over a week ago. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.